Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 355 mg/dl at time of report. Customer reported the occlusion alarms were "tubing-related"; however, this could not be confirmed. Customer changed the infusion set tubing to address the issue and insulin delivery was resumed. Reportedly, the cartridges were in use for over 48 hours; tandem technical support reminded customer on cartridge/insulin labeling.